Event description:
Physician attempted arteriotomy closure using the closer tsl6 fr. Device. The device was inserted without difficulty. When deploying the needles, field rep who was present at the case noted an audible click. The needles were removed and no suture was attached. It is unknown as to whether or not the cuffs were captured. The foot was parked and the physician attempted to remove the device, however it was lodged in place and could not be moved. A blunt dissection was performed in the cath lab and the device moved a little but could not be freed. Additional dissection revealed the suture, which appeared to be caught in the guide tube. The suture was cut and the device was removed. A sheath was inserted and closure achieved with manual compression. The pt recovered without further incident.